Manufacturer narrative:
The was no patient involvement. Livanova USA inc manufactures the connector. The incident occurred in (B)(6) united states of america. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet received.

Event description:
Livanova USA inc received a report that a 1/4 x 3/8 connector used to attach tubing in the circuit was completely occluded. The was no patient involvement.